Event description:
Baxter japan reports leak due to crack in tubing, approximately 8.5 cm from the pt connector of the transfer set. No pt injury or medical intervention required per baxter affiliate.